Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the rotablator rotalink plus atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device presented no damage or irregularities. Functional testing was performed by attempting to rotate the drive shaft and the drive shaft was able to be rotated. The rotalink advancer was connected to the rotablator control console system. The rotablator advancer was able to reach optimum speed with no stalling or speed issues and no abnormal noises or leaks. The device was then placed in dynaglide and it ran with no stalling or speed issues too. Product analysis did not confirm the reported event, as the device was able to run in ablation and dynaglide modes with no stalling or speed issues.

Event description:
It was reported that the burr was difficult to remove. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 1.75mm rotalink plus was selected for use. After the ablation was completed, the stall lamp was turned on during dynaglide mode and the device could not be removed. So, both rotawire and rotaburr were removed together and the procedure was completed using this device. No complications were reported and there was no patient injury.

Event description:
It was reported that the burr was difficult to remove. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 1.75mm rotalink plus was selected for use. After the ablation was completed, the stall lamp was turned on during dynaglide mode and the device could not be removed. So, both rotawire and rotaburr were removed together and the procedure was completed using this device. No complications were reported and there was no patient injury.